Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). The hcp was asking about the infection rate for a prospective patient. The hcp stated that the doctor that she works with had another patient with an infection that was reported to the manufacturer already, she said that they received follow up from the manufacturer that they responded to. The hcp did not have the report number for that event. No further complications were anticipated/reported.

Manufacturer narrative:
The initial MDR was filed as manufacturer¿s report# 3007566237-2018-02537. Based on additional information received, the correct manufacturing site was # 3004209178. Correction: see manufacturer¿s reports # 3004209178-2018-16106 and 3004209178-2018-16098 for the patient¿s other issues. If information is provided in the future, a supplemental report will be issued.